Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an incisional hernia procedure in (B)(6) 2015 and mesh was implanted. In (B)(6) 2016, the patient noticed a bulge below the umbilicus. The patient was diagnosed with recurrent hernia on (B)(6) 2015 and had a CT scan performed on (B)(6) 2016. The patient is scheduled to undergo hernia repair on (B)(6) 2016. No additional information was provided at this time.